Event description:
Caller updated settings related to time, personal profile, and biq/ciq. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised to monitor for future discrepancies, which the caller acknowledged.